Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25150683, 25150245 and 25150516 the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. Specific actions for the reported/analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical usage and traces of blood on jaw and on the handle. The heater wire was observed to be bent, twisted and flexed away at the center of the hot jaw to the tip of the hot jaw, with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be intact, no visual defects were observed. A microscopic inspection was conducted. The clear silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw, exposing a small part of the cold jaw. The detached clear silicone insulation was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" as well as for the analyzed failure "material twisted/ bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.